Manufacturer narrative:
B3: date of event is unknown. D4: product information is unknown, UDI information is unknown. H4: manufacturing date is unknown. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records could not be completed as no item and lot number were provided by the customer.

Event description:
It was reported that the inner tube ring pull is fragile and often breaks before the tube is due to be changed. Patients often need two to four extra inners to last between appointments. The patients have their tubes changed every 4-6 weeks. There was patient involvement. Four different item sizes were mentioned.